Event description:
Caller alleged discrepant results compared with the lab for two patients. Results as follows: date: (B)(6) 2011, patient: #1, inratio: 3.6, lab: 2.9. Date: (B)(6) 2011, patient: #2, inratio: 3.5, lab: 2.5. Testing occurred within one hour of each other. Both are established patients. Physician acted on the lab draw results.

Manufacturer narrative:
Investigation pending.